Event description:
It was observed that during the device evaluation, the control unit of the cystonephrovideoscope was sticky. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information. At this time, the reported failure has not been investigated, and therefore a definitive root cause has not been determined. Olympus will continue to monitor field performance for this device.